Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During the FDA inspection in june 2009, the investigator directed ela medical to file an MDR report for this ous event; therefore, as a result of this direction, we are filing this report. Conclusion: analysis of provided files shows the device operated within specifications. See scanned pages.

Event description:
Reportedly, the ICD patient died during a car accident. When the ICD device involved in this MDR report was interrogated, some arrhythmia episodes were present in the ICD memory.